Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows fifteen successfully performed treatments. The reported treatment could be identified in the logfile. The reported treatment took place and the last energy check was performed. The log file shows that the beam control check was performed about three minutes and forty-nine seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient´s right eye was aborted by device during bed cut. Treatment was only eighty three percent complete. The vacuum pumps were shut off. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. The system was working within specification. The reported product was not returned to the manufacturer for evaluation. A root cause for the customers reported event could not be determined because according to logfile review the product met manufacturer¿s specifications. There is no indication that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient interface with suction lost in the right eye of a patient, during lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Visual inspection of the applanation cone with a photomicroscope shows debris on the applanation surface. The most possible root cause for debris is fall out of particles during transportation from customer to manufacturing site as patient interface was not originally closed. Functional inspection of the patient interface shows no deviation during detection and focus control of the patient interface. The cone has successfully passed the calibration check. The docking of the patient interface on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retried several times and with two orientations of the suction ring but no lack of suction or instable suction could be reproduced. The reported malfunction could not be reproduced during testing. No contributing factors could be identified. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows fifteen successfully performed treatments. The reported treatment could be identified in the logfile. The log file shows that the beam control check was performed before the start of the treatment and not immediately before the treatment. The treatment of the patient´s right eye was aborted by device during bed cut. Treatment was only eighty three percent complete and the vacuum pumps were shut off. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. The system was working within specification. A root cause for the reported event could not be determined because the reported event could not be reproduced during investigation. There is no indication that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).